Event description:
Via spontaneous call, pt reported her ms3 pump lost its programming. Back-up pump is working fine. Advised pt that replacement pump will be sent. Pt also reported subcutaneous site is starting to get sore. Advised that she may be due to change her site. No further info provided. Did the pt have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life sustaining? Yes. What is the outcome of the event? Resolved? Ongoing? Resolved, replacement pump sent. Did the reported product fault occur while in use with a pt? No. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.